Event description:
Patient alleges having pain and discomfort in both breasts. Patient also alleges doctor told her implants were both leaking and recommended removal as soon as possible. Information from doctor states he would also perform capsulectomies.